Manufacturer narrative:
Previously operator of device other and manufacture date mentioned wrongly, in this report, operator of device other and manufacture date mentioned correctly.

Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is state service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn, outlet seal contaminated, and plate contaminated. The customer complaint was reproduced. There was six error has been identified. The device was scrapped.